Event description:
In 2008, the pt reported that he received the e5 (technical inspection due) error on his infusion device. He stated that he does not recall receiving the a5 (technical inspection alert) alerting him that 2 months of run time was left on the device. He stated that he sometimes clears alarms without looking at the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.